Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump would not deliver. They stated that they could hear the motor but that nothing would be delivered. Mmdg did follow up with the initial reporter, who stated that the complaint had occurred during testing. They did not provide any additional information. (B)(4).